Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was a right ventricular (rv) lead warning for low impedance and there were impedance fluctuations. The patient underwent a lead revision procedure and when the pin was reinserted there were no observable signs of noise. Following, there was an alert for noise. The patient was called into the clinic for an evaluation with manipulations and maneuvers to check for noise on the sensing vectors and to determine a possible ¿work around¿ until the lead could be replaced.

Manufacturer narrative:
Continuation of medical devices: dtmb1q1 ICD; 459888 lead implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert triggered due to an elevated sensing integrity count and lead failure predictor episodes. It was also reported there was over-sensing lead noise, high rate non-sustained and non-sustained ventricular tachycardia episodes. Testing recommendations were made. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Re-programming was performed and following there was over-sensing. When the pocket was manipulated over-sensing was seen on the electrocardiogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead was possibly fractured, it was removed and replaced.